Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a follow up report will be submitted.

Event description:
Received info regarding a cartridge alarm 13 during the load process. Reportedly, the customer admits overfilling the cartridge. Customer's blood glucose level was impacted.